Manufacturer narrative:
Additional information: section d4 (device mfg date) was updated based on the returned product download. Sensor (B)(6) was returned and investigated. No physical damage observed with sensor patch, and no issues were observed with the adhesive.no malfunction or product deficiency was identified. Therefore, this issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the adc device, with symptoms of swelling at sensor site. The customer had contact with a healthcare professional who prescribed travocort cream for the treatment of the skin reaction. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a skin reaction at the site of the adc device, with symptoms of swelling at sensor site. The customer had contact with a healthcare professional who prescribed travocort cream for the treatment of the skin reaction. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.